Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the erbe to resolve the issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, customer called technical support stating erbe was faulting with error c-30 when trying to activate monopolar energy using a monopolar curved scissors instrument installed on arm 3. Technical support engineer (tse) reviewed the logs and found errors m-11, m-18, c-30 and c-38. Prior to calling technical support, the customer replaced their mcs instrument, the monopolar energy cord, tried both ports on the erbe, and power cycled the erbe with no change. Customer also tried rebooting the erbe multiple times, as well as disconnecting the external foot pedals from the back of the erbe with no change. Customer did not have another da vinci system or a covidien force triad generator. The procedure was converted to laparoscopic surgery to complete the case. There was no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The erbe generator was analyzed and upon visual inspection top cover and front bezel were in decent conditions. The unit was tested using a known good system, the unit energized and cauterized but triggered errors c-30 & m-11, all ports were able to recognized the tested instruments. As a result of these findings the unit was returned to original equipment manufacturer for additional failure analysis. The probable cause of error c-30 is attributed to a faulty electrical component inside the erbe generator. This error indicates a higher voltage than expected during energy activation.

Event description:
Refer to h11 for follow-up information.